Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient has not recharged or used the ipg in over 6 months and the ipg was inoperable, surgical intervention was undertaken wherein the entire system was explanted.